Manufacturer narrative:
Although requested, additional pt info was not provided.

Event description:
During pt use, it was found that the auto lock was non-functional. Also the alarm silence led did blink on and off. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.